Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Manufacturer narrative:
(B)(4).

Event description:
(B) (6). It was reported that during a carotid artery stenting treatment procedure, the patient developed hypotension. The 80% stenosed and 15mm target lesion was located in the ostium of the right internal carotid artery/segment 6 with a reference vessel diameter of 5.5mm. The lesion was treated by placement of a 190cm filterwire ez embolic protection system followed by deployment of a 8x21mm, 5f, 135cm monorail carotid wallstent and post dilation resulting in 40% residual stenosis. It was reported that during the index procedure, the patient developed hypotension and was treated with medication. The event was considered resolved without residual effects 4 days later and the patient was discharged. It is the opinion of the physician that the event is possibly related to the filterwire ez, but unrelated to the wallstent.

Event description:
It was further reported that the patient's blood pressure dropped immediately after the filter was retrieved. In order to treat the event of hypotension, the patient was started on a dopamine drip, but due to shivering, was switched to a neosynthephrine drip. She was said to be hemodynamically stable and off pressors 11 days post index procedure.